Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The patient's rhythm then reverted to sinus rhythm and sensing was good. A review of the episode strips showed the morphology of the qrs truncated and oversensing was noted. Boston scientific technical services (ts) discussed programming options for optimization. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.